Event description:
It was reported that customer received repeated occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer removed and reinstalled cartridge, then resumed insulin delivery, and no further assistance was requested.